Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the nozzle appeared to be a black substance but otherwise could not be identified. A definitive root cause of the issue could not be determined, as there was no observed deformation observed that might contribute to the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected by following the instructions for use sections below: operation manual: 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, foreign objects were found in the nozzle. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process and in addition to the reported in b5, the device evaluation found the following: the air/water cylinder had no color, the suction cylinder had no color, the packing was loose, the plate unit was deformed, due to wear of the angle wire the bending angle in the down direction did not meet the standard value, the adhesive around objective lens had a chip, the adhesive around the light guide lens had a crack, the bending section cover rubber had cut, and the screw stopper was replaced for preventive maintenance. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.